Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's left hip was revised due to dislocation of the 43mm bipolar head from the patient's native acetabulum. Intra-operatively, the accolade ii stem was found to be not well fixed. The patient's hemi hip construct was revised to a total hip. Rep confirmed there are no allegations against the revised femoral head, and that no further information will be available.